Event description:
It was reported that the right atrial (ra) lead of this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. Review of stored atrial tachy response (atr) episodes showed my potential oversensing due to the unipolar sensing configuration after the lss. Prior to the lss, there were several atrs stored however there were no egms available to confirm whether there was noise. A stored signal artifact monitor (sam) episode detected a ra artifact and minute ventilation (mv) oversensing which also suggested compromised ra lead integrity. Technical services (ts) discussed troubleshooting options and recommended further evaluation in-clinic. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right atrial (ra) lead of this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. Review of stored atrial tachy response (atr) episodes showed mypotential oversensing due to the unipolar sensing configuration after the lss. Prior to the lss, there were several atrs stored however there were no egms available to confirm whether there was noise. A stored signal artifact monitor (sam) episode detected a ra artifact and minute ventilation (mv) oversensing which also suggested compromised ra lead integrity. Technical services (ts) discussed troubleshooting options and recommended further evaluation in-clinic. This ra lead remains in service. No adverse patient effects were reported. At a later date, this ra lead was explanted. A new device was implanted. No additional adverse patient effects were reported.